Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements despite appropriate sensing and impedance values. Suspecting dislodgement the physician elected to perform a revision procedure wherein the lead was extracted without retracting the helix and tissue was found embedded in the helix. A new rv lead was implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead passed all electrical testing. Inspection of the lead body and electrode tip found no physical anomalies while a small amount of tissue was noted in the helix. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement or reported high pacing thresholds.